Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the time of the insulin pump is always running behind. It was noted that the time was behind nearly three minutes and the customer is forced to adjust the time every now and then. Customer mentioned that there were cracks where the battery goes in. Customer's blood glucose reading at the time of the call was 13 mmol/l. Customer was advised to revert to a back up plan.